Event description:
Intra-aortic balloon was inserted and ruptured requiring removal. The physician was unable to remove manually, requiring surgical extraction. Further hemodynamic compromise required emergency cardiac revascularization. Thrombus approximately 1.5 cm found on end of balloon upon extraction and the tip of the balloon was very hard and rigid.